Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks for sinus tachycardia and therapy was exhausted. The field representative consulted with boston scientific technical services (ts) and detection enhancements, medications and rate cut-offs were discussed. At the time of the call, the physician requested that the rate cut-off for the detection zone be increased and a monitor only zone be activated. No additional adverse patient effects were reported.